Manufacturer narrative:
(B)(4). Batch # r92f8j. Investigation summary: the device was returned with no apparent damage. Then the device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were also no alert screens displayed at any time during testing. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and it is advising of a potential issue with the instrument. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, ¿replace instrument¿ was displayed during use. The device was reassembled several times but the issue was not resolved. There was no problem with the device at the beginning of the procedure. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.